Event description:
It was reported that the transvenous left ventricular (lv) lead dislodged and was no longer pacing the left ventricle. The patient experienced a loss of bi-ventricular (bi-v) synchrony and was non-specifically symptomatic due to low cardiac output. The lead was removed and the patient was referred for epicardial lead placement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 407645 lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.